Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 14dec2018. The customer was sent an interconnections distribution panel to address the issue and the ventilator passed performance testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator would not power on. No patient involvement. The event date was not specified; estimate used.